Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, while checking this patient's system prior to a non-device related procedure, an increased left ventricular (lv) pacing threshold was observed. A chest x-ray was obtained and an lv lead dislodgment was confirmed. A revision procedure is expected to be scheduled. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated a revision procedure was performed and this lv lead was repositioned. No additional adverse patient effects were reported.